Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. High or saturated pump flow: the cause of saturated pump flow was likely due to biomaterial observed beneath the impeller/purge gap based on product analysis.

Manufacturer narrative:
Correction: e4. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient whose pump saturation was noted 30 minutes after implant and initial ramp-up. No additional information was provided.